Event description:
It was reported that a home patient connected to the homechoice machine during priming. The patient stated that they connected early because they thought they were pressing go to start the initial drain while the machine was still priming. The technical service representative assisted the patient in ending therapy. There was no serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient connecting to the machine during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. It provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.